Event description:
Caller (distributor) alleged discrepant results compared with the lab. Pt's therapeutic range: 2.0-3.0 inr. Distributor did not know dates of inratio testing, so date received by manufacturer was used as the date of event.

Manufacturer narrative:
Investigation pending.